Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with blood glucose levels above 300 mg/dl, was instructed to check ketones and change the infusion site, had small ketones, and observed glucose return to target after the site change; troubleshooting and education were completed with cause unclear. Symptoms included hyperglycemia. Outcomes included temporary elevation of blood glucose without medical intervention or hospitalization, and blood glucose subsequently returned to target. Investigation included customer interview and clinical troubleshooting. Investigation of this case revealed that site change and adherence to guidance resolved the event, with no device malfunction identified. It was concluded that the event was consistent with hyperglycemia of unclear cause, resolved with user-directed corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.